Manufacturer narrative:
It has been established that, contrary to our initial report, revision surgery did not occur. Please disregard this submission. A correction will also be submitted shortly for MDR 3005477969-2014-00565, erroneously submitted for the same patient's left hip.

Event description:
Revision bhmh bilateral right was reported. The reason for revision is unknown.